Event description:
During a coronary treatment procedure, the pt2 moderate support 300 cm str guidewire tip fractured. The physician had used several wires to get through a stent to a distal coronary artery branch. He was unable to get the wire to the target location, so he was attempting to withdraw and reposition it when noticed that the tip section remained in the coronary artery branch. The physician did not remove the guidewire tip as the pt's condition was stable. Additional info has been requested regarding this event.

Event description:
The pt was admitted with an occluded left posterior descending artery which precipitated an acute inferior mi. The physician stented the lesion over a bmw guidewire. Haziness requiring ptca treatment was noted distal to the treated lesion, but the physician was unable a pass a guidewire to the target. Attempts were made with bmw, choice pt and high torque floppy guidewires, but all failed. An attempt with the pt2 guidewire was made. It was advanced once to the tortuous region, but on pull back for redirection, the tip broke off and lodged distally. The pt remained asymptomatic and hemodynamically stable during this event, with no tamponade or perforation. The procedure was discontinued without further intervention. The pt's condition is reported as stable. The physician stated that despite prolonged and difficult manipulations with the other wires used prior to the pt2, these wires remained intact. Minimal manipulation was performed with this wire, but resulted in defragmentation. The physician indicated that he believed that the wire was faulty.